Manufacturer narrative:
Siemens current product system team investigated the issue and concluded that the shifts in sodium results were due to benzalkonium interference spikes. Customer has been informed that rp500 is sensitive to the benzyl compounds and advised user to locate the operator's manual for additional information on this caution in cleaning the rp500 / rp400 systems. Customer called in to report that the wipe cleaners have been removed from the nicu area and systems are now being cleaned with 10% bleach / water solution.

Event description:
Customer reported falsely elevated sodium results on the analyzer. There was no report of injury due to this event.